Event description:
A report was received that the patient was explanted due to an infection at the midline incision site. The patient's symptoms were redness and fluid discharge. The patient was prescribed oral antibiotics. The physician does not believe the infection is related to the device. The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn for further evaluations as they were kept by the medical facility. A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory. This is the final report.